Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed and the pump was functioning as intended. The customer declined to remove their infusion set site to inspect the cannula. The customer successfully delivered the rest of the bolus after reconnecting to the infusion set site. No supplies were changed during the system check with tandem technical support.